Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, mildly calcified and narrow left iliac. Pre-dilatation was performed prior to stenting. The absolute pro stent was deployed successfully in the lesion; however, after retraction of the stent delivery system (sds), with resistance felt, it was observed that the stent had been explanted. The explanted stent was removed inside the sheath. Another sds was used successfully to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.